Event description:
The manufacturer received information alleging a ventilator was alarming for "service required" relating to the device's system board. There was no harm or injury reported. The manufacturer received the device for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issues.